Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had zones turned "off" per patient request on (B)(6) 2017. Since the tachycardia therapies were programmed 'off', the device exhibited diagnostic anomaly which led to out of range readings for the high voltage lead impedance. No further information was available.